Manufacturer narrative:
The hill-rom tech found the right foot siderail latch and spring inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the latch and spring to resolve the issue. Based on this info, on further action is required.

Event description:
Hill-rom received a report the account stating the right intermediate siderail would not latch. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).